Manufacturer narrative:
Additional information was added to d4: catalogue #, d4 (catalogue, lot number and unique identifier ), d4: expiration date, g4 (PMA/510k number), h3, h4, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. There were no alarms during the machine testing of the sample.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic h11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm.. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unknown location that let to this alarm. Renal therapy services (rts) assisted the patient with ending the therapy session and disconnecting the supplies. Proper procedures per the user manual reviewed with the patient. Rts advised the patient to contact their pd registered nurse for further instructions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.